Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent. It was reported that the stent unravelled. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.